Event description:
The complainant reported that a cardiomyopathy patient was on impella 5.5 support when the intensive care unit staff reported that the placement signal was suddenly gone. There were no alarms on automated impella controller screen, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Neither product nor data logs were available for investigation. Since neither product nor data logs were available for investigation, the cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.